Event description:
It was reported that the patient underwent a polyethylene exchange and debridement of scar tissue around the patella due to pain and a broken polyethylene component.

Manufacturer narrative:
Information was received via medwatch mw5040524: these devices are used for treatment. Primary surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the office visit notes dated (B)(6) 2014 states that the patient had a negative leg raise. The patient also had some mild laxity with varus and valgus stressing of her knee and there was some clunking with stressing of the knee. Office visit notes dated (B)(6) 2015 reports that a bone scan was done and the results revealed that the patient had a mild increased periarticular uptake to her right knee on delayed phase suggestive of loosening of patient's arthroplasty prosthesis. Review of revision operative notes confirms that the patient underwent a revision right knee total knee arthroplasty due to pain on (B)(6) 2015. Soft tissue had overgrown the patellar component and tibial plate and was resected. It was noted from the revision surgery notes that the femoral and tibial components were stable but the polyethylene component was found to have a broken corner at the medial-anteromedial region, encompassing probably 2 cm of the far medial corner of the polyethylene insert. The polyethylene component was removed. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.